Event description:
It was reported that when maintaining the catheter around 3 months after placement, the operator found liquid leaking from the insertion site. The catheter was pulled out by 2 cm and the site where leakage occurred was found. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx0994 showed one other similar product complaint(s) from this lot number. Device not returned for evaluation.